Event description:
It was reported that "dr was using the reflex hybrid removal driver when he screw extractor inner shaft broke into the top of the screw. He then proceeded to use the reflex hybrid screwdriver to remove the screw."

Manufacturer narrative:
Additional information has been requested and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.